Event description:
A patient was implanted with a prodisc c vivo device. A vivo removal was completed on (B)(6) 2025. A reason for the removal is unknown.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc c vivo device. A vivo removal was completed on (B)(6) 2025. A reason for the removal is unknown. A DHR review could not be completed as the part number and lot number were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards identified with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was not returned following the removal surgery therefore no device history can be completed. Additionally, no pre-removal imaging was provided. There were no anomalies identified during the course of the investigation. A reason for the removal is unknown. This submission is 1 of 1 devices involved in this event.